Event description:
Customer reported that the device was placed for a ventral hernia repair. The mesh delaminated during manipulation. The surgeon closed the pt without completing the scheduled repair. The pt will be returned at an unspecified time for hernia repair using a biologic mesh alternative.

Manufacturer narrative:
Conclusion: a review of the batch manufacturing records was conducted. This review did not identify any non-conformances, and the batch met all finished goods release criteria. The product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the evaluation will be submitted in a supplemental 3500a form.